Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image was flickering during a therapeutic bipolar turp procedure. The procedure was able to be completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d4; d8; d9; g3; h2; h3; h4; h6 and h11. Corrected fields: e1; e1-initial reporter establishment name: murshidabad nursing home & diagnostic centre pvt. Ltd.; g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the service evaluation: cable unit malfunction. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.